Event description:
It was reported that "the switch is not good" and "while the doctor performed the defibrillation, the pt has almost no reaction." No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.